Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump was hit against car causing a black ink mark on display screen. Customer was not able to read display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.